Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was 283 mg/dl at the time of incident. It was also stated that customer declined troubleshoot for high blood glucose. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. The pump was received with scratched case, cracked select button keypad overlay, slightly stained keypad overlay, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window.